Manufacturer narrative:
The "serial #" and "device manufacture date" have been provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges struck leg on washroom partition while maneuvering power wheelchair.

Manufacturer narrative:
The "serial #" has not been provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges struck leg on washroom partition while maneuvering power wheelchair.

Manufacturer narrative:
The device has not been made available for evaluation. The device has not been returned.

Event description:
Alleges struck leg on washroom partition while maneuvering power wheelchair.